Manufacturer narrative:
B3: date of event estimated. D4: the UDI is unknown because the part/lot number were not provided. The additional barewire device referenced in b5 is filed under a separate medwatch report number. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The barewire tip was noted to be unstable. Another barewire was used but with the same issue. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine a cause for the reported issue. It may be possible that the barewire tip was damaged during removal from the packaging or during preparation causing the tip to appear more floppy than usual; however, without having the barewire to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b6 - relevant test/laboratory data updated b7 - other relevant history updated. H6: medical device problem code 1069, 2199 removed and 4007, 2645 added.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The barewire tip was noted to be unstable. Another barewire was used but with the same issue. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: there was no break of the barewire. The reported 'barewire tip was noted to be unstable' meant the barewire tip was noted to be more floppy than usual upon inspection and testing of the device during preparation. Another barewire was used to complete the procedure. There was no patient involvement and the device was not used. The second barewire initially reported under (B)(4) with the same issue as the first barewire was moved to a different event as it was confirmed to not have been used in the same procedure. No additional information was provided.